Event description:
It has been reported to co that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to 4mm to occlude the vessel. The physician was unable to perform any intervention, and noticed on the fluoroscope that the occlusion balloon had deflated unexpectedly. The device was removed and replaced with another to complete the case.